Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there a hole in the tyvek/plastic packaging that compromised sterility of the trocar? Yes.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that prior to an unknown procedure, "item b5lt xcel bladeless trocar that was reported with a hole in it. The hole is in the plastic packaging of the individual item- like a small pricked size hole." There were no patient consequences reported.